Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate ¿vent stop alarming saying power loss." All testing was performed using a good known ac adapter as well as a good known test sprintpack. When either the ac adapter or the sprintpack is removed from ventilator, the unit instantly alarms ¿power lost¿. The ¿power lost¿ alarm was able to be cleared by the push of the ¿silence/reset¿ button. The ventilator passed the extended 95 hour run in test with the customer settings and without any unusual alarms or conditions. The ventilator passed the ltv final test, which included many ventilation and alarm functions. The internal inspection of the ventilator did not reveal any abnormalities. Review of the event trace revealed multiple ¿ext lst1¿ (external post lost occurred) conditions ranging from (B)(6) 2015 to (B)(6) 2016. All other event trace entries were consistent with normal ventilator operation. The sprintpack was not sent with the ventilator for further testing and evaluation.

Event description:
The mother called crying saying that the ventilator was dying because the ventilator was alarming "power loss." The mother was advised to try different outlets and try the car charger to see if that would make the ventilator stop alarming. Nothing she tried would work. She stated that the ventilator alarmed for 25 minutes while flashing "power loss." The sprintpack was fully charged. When the service technician arrived, everything was working fine and plugged into the wall with no issues. The ventilator was switched out. During the incident, the child was bagged until the ventilator was working again.